Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu board and the table generator interface circuit board. The system operates as intended.

Event description:
The fse reported that the generator would not boot up. There is no report of injury or death associated with the event described in this complaint.